Event description:
Further information was received indicating the patient presented to the hospital on january 10, 2018 after receiving a vibratory alert. The pacing impedance was elevated and out of range. The lead was capped and replaced on (B)(6) 2018 with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold and high pacing impedance on the right ventricular (rv) lead were noted. The device was reprogrammed, and the patient was stable with no adverse consequences.